Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a minimally invasive transforaminal lumbar interbody fusion at l4-l5. It was reported that a small portion of the guidewire broke off while in use with a tap. The broken off portion, less than a millimeter in size, could not be retrieved from the patient. No additional patient complications were reported.